Event description:
Additional information received reported they did not know what caused the lead migration. It was noted the patient had improvement in stimulation coverage after reprogramming, but was dealing with a lot of other health issues and found it very hard to focus on stimulation. It was logged that it was unknown what the doctor would plan, and that reprogramming seemed to help a bit.

Manufacturer narrative:
Concomitant products: product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient experienced a loss of stimulation and less than 50% therapy relief. It was stated x-ray examination confirmed the patient¿s leads had migrated. It was noted the patient was to have a revision if they could not get their ¿coverage back.¿ it was also noted the patient was reprogrammed as a result of the event. Additional information noted a manufacturer representative was to meet with the patient at her physician¿s office on (B)(6) 2014. Additional information has been requested. A supplemental report will be filed if additional information is received.